Event description:
Additional information was received from the patient. The patient called back and reported a continuation of their previously reported issue that they'd been having problems with finding the right stimulation level and that when they got the urge to go, they weren't able to make it to the bathroom. The patient stated they'd been upping the stimulation by 3 points or so each time over the past two months but they were still not seeing an improvement. Reviewed programming and stimulation considerations with the patient and the patient stated while they had been able to feel the stimulation in the past, they were no longer feeling it after they increased. The patient denied having any traumas or falls. Reviewed that the patient should not just increase the stimulation by a set number every time but that they should increase the stimulation to where they could feel it comfortably in their bike-seat region and that if the stimulation got uncomfortable, that the patient could try another program. The patient stated they hadn't ever tried another program but noted that they would increase the stimulation to where they could feel it and if they were unable to feel it, they would reach out to their managing health care provider (hcp) to discuss trying another program. The patient also requested physician listings again. The patient stated they'd call back if they needed further assistance.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. . Pt stated they have been increasing stimulation and then that's when they realized the handset was off. Walked pt through connecting with ins to adjust therapy settings. Once pt connected with ins on the call pt reported getting por (power on reset) message. Pt stated they last charged their ins last wednesday. Pt dismissed por message then reported getting low battery, device battery is below 10% and to charge device to avoid losing therapy. Pt stated therapy was off and stated they were able to successfully turn on their therapy (pt confirmed feeling stimulation in bicycle seat area). Pt provided event date as "it's been going on for like a month" and stated they are wearing pads as they can't go without them due to "peeing all over". Agent reviewed for pt to charge ins to avoid losing therapy. Walked pt through how to charge ins. Pt initially reported getting recharger not found message. Pt reported recharger was blinking orange. Pt powered off/back on recharger and pressed retry then confirmed paired recharger and connected with ins to charge. Pt stated recharger was at 100% and ins battery was at 10%. Pt confirmed successfully charging ins at call closure. Recommended pt continue charging ins fully and pt stated they would and that it usually takes 20 minutes. Unable to collect recharger serial number as pt was charging ins successfully at call closure. Agent did not ask about the circumstances that led to the reported issue. The issue was not resolved through troubleshooting. Patient will maintain stimulation level and will continue to track symptoms. Pt to increase stimulation again if not seeing an improvement in symptoms. Reviewed therapy overview/expectations.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2022 (B)(6) (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim gastrointestinal/pelvic floor. It was reported that they were having problems with their bladder device. Patient said they increased stimulation (stim) higher and it started to hurt so they decreased stim. Patient said they got the urge to urinate and couldn't make it to the bathroom. When asked if they have had any falls, trauma or change in activity the patient said "not really". Patient said the last time they talked to the healthcare provider (hcp) the hcp said something about changing programs. Patient services reviewed how to change programs. Patient changed to program 4 and was feeling stim in their back. Patient changed to program 5 and was feeling stim in rectum. Patient services reviewed ideal location for stim. Patient services reviewed monitoring symptoms and increasing stim if needed. Patient mentioned trying to get in touch with someone who works with the hcp but were not successful so the patient called patient services. (B)(6) 2023 (B)(6) (con): additional information was received from the patient (pt). They reported that they had a problem, they could not get to the bathroom, they were leaking, they increased stim and changed their program but they still have some problems every now and then they feel like they have to go but by the time get to the bathroom it is running down their leg. Pt said they had a problem around october, they went to the doctor who told them it was off, it went off completely. (Pt later corrected them self and said it was (B)(6) 2022). Pt said, the doctor had them call the manufacturing representative (rep) who restarted it and changed the program. The rep was made aware on 8/4. During the call pt also said they do not use the belt for recharging, they could never get it to work, they hold the recharger in place with their hand. (Did not ask for event date for: could not get belt to work because of the nature of the call. (B)(6) 2023 (B)(6) (con): additional information was received from the patient. The patient called and reiterated a continuation of their previously reported issue. The patient stated they were still having "problems" with their device, that since they called last, they'd "bumped it up 1 or 2 numbers," but it was still not working and the patient couldn't get to the bathroom in time when they had the urge. (B)(6) 2023, (B)(6) (con): additional information was received from the patient. The patient (pt) called back repeating information previously reported in this case. Pt stated they increased stimulation up "two" but stated it's still not working for what pt needs. Pt stated when they get the urge to go to the bathroom they don't have time to get to the bathroom. Pt stated their bathroom is only 3 steps away but they pee all over before they can get to the toilet. Pt stated they do get a 50% reduction in symptoms, but stated when they have to go to the bathroom they are not making it. Pt changed program and reported feeling stimulation and pain in their back when increasing stimulation on new program. Pt stated they felt this a little below where their implant is located. Pt later stated the pain went away but reported they were not feeling any stimulation in their bicycle seat area. Pt stated they have never felt stimulation in their back like that before and confirmed no trauma to implant site or falls. Pt continued not feeling stimulation in bicycle seat area and later stated feeling stimulation in their back again "a little". Pt changed program again and reported still feeling stimulation in their back where their implant is located when increased stim. Pt stated on previous program pt was on when they called in, pt was feeling stimulation in their bicycle seat area. Pt changed back to previous program they were on when they called and increased stimulation. Pt stated if they increased stimulation too much they felt stim in their back and it hurt but when pt decreased stim slightly pt confirmed feeling stim comfortably in bike seat area (no longer in back). Pt will continue to monitor symptoms. Redirected to hcp if issue persists.(B)(6) 2023 (B)(6) (con): additional information was received from the patient. The patient called back and reported a continuation of their previously reported issue that they'd been having problems with finding the right stimulation level and that when they got the urge to go, they weren't able to make it to the bathroom. The patient stated they'd been upping the stimulation by 3 points or so each time over the past two months but they were still not seeing an improvement. Reviewed programming and stimulation considerations with the patient and the patient stated while they had been able to feel the stimulation in the past, they were no longer feeling it after they increased. The patient denied having any traumas or falls. Reviewed that the patient should not just increase the stimulation by a set number every time but that they should increase the stimulation to where they could feel it comfortably in their bike-seat region and that if the stimulation got uncomfortable, that the patient could try another program. The patient stated they hadn't ever tried another program but noted that they would increase the stimulation to where they could feel it and if they were unable to feel it, they would reach out to their managing health care provider (hcp) to discuss trying another program. The patient also requested physician listings again. The patient stated they'd call back if they needed further assistance. (B)(6) 2023 (B)(6) (con): patient called back and reported that the device was not working for them. They connected and saw that the battery was 10%, then connected with the recharger and say 90%, the caller reports that if it's still at 90%, it must not be working or be off. Helped the caller connect to the ins and they implanted battery was showing 50%, externals were both over 90%. Confirmed with the caller that the therapy was turned on. Helped caller change to program 7 and increase. Patient was able to feel stim in the bike seat area. Asked the caller if they've been getting a 50% decrease in symptoms, caller reports "I wasn't last week" and indicated that they got no indication of when they had to void and it just gushed out. Caller will try this setting and monitor symptoms. Caller reports that they are looking for a closer hcp, because they don't have a way to travel to see their hcp on file. Caller reports that they never got the physician listings that we sent. Emailed the listings. The caller reports that their hcp directs them to contact the rep, but the rep never calls them back. Reviewed rep role vs ps role. (B)(6) 2023 (B)(6) (con): additional information was received from the patient. Pt stated they have been increasing stimulation and then that's when they realized the handset was off. Walked pt through connecting with ins to adjust therapy settings. Once pt connected with ins on the call pt reported getting a por(power on reset) message. Pt stated they last charged their ins last wednesday. Pt dismissed por message then reported getting low battery, device battery is below 10% and to charge device to avoid losing therapy. Pt stated therapy was off and stated they were able to successfully turn on their therapy (pt confirmed feeling stimulation in bicycle seat area). Pt provided event date as "it's been going on for like a month" and stated they are wearing pads as they can't go without them due to "peeing all over". Agent reviewed for pt to charge ins to avoid losing therapy. Walked pt through how to charge ins. Pt initially reported getting recharger not found message. Pt reported recharger was blinking orange. Pt powered off/back on recharger and pressed retry then confirmed paired recharger and connected with ins to charge. Pt stated recharger was at 100% and ins battery was at 10%. Pt confirmed successfully charging ins at call closure. Recommended pt continue charging ins fully and pt stated they would and that it usually takes 20 minutes. Unable to collect recharger serial number as pt was charging ins successfully at call closure. Agent did not ask about the circumstances that led to the reported issue. The issue was not resolved through troubleshooting. Patient will maintain stimulation level and will continue to track symptoms. Pt to increase stimulation again if not seeing an improvement in symptoms. Reviewed therapy overview/expectations.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient called back and reported that the device was not working for them. They connected and saw that the battery was 10%, then connected with the recharger and say 90%, the caller reports that if it's still at 90%, it must not be working or be off. Helped the caller connect to the ins and they implanted battery was showing 50%, externals were both over 90%. Confirmed with the caller that the therapy was turned on. Helped caller change to program 7 and increase. Patient was able to feel stim in the bike seat area. Asked the caller if they've been getting a 50% decrease in symptoms, caller reports "I wasn't last week" and indicated that they got no indication of when they had to void and it just gushed out. Caller will try this setting and monitor symptoms. Caller reports that they are looking for a closer hcp, because they don't have a way to travel to see their hcp on file. Caller reports that they never got the physician listings that we sent. Emailed the listings. The caller reports that their hcp directs them to contact the rep, but the rep never calls them back. Reviewed rep role vs ps role.

Manufacturer narrative:
Date of event: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim gastrointestinal/pelvic floor. It was reported that they were having problems with their bladder device. Patient said they increased stimulation (stim) higher and it started to hurt so they decreased stim. Patient said they got the urge to urinate and couldn't make it to the bathroom. When asked if they have had any falls, trauma or change in activity the patient said "not really". Patient said the last time they talked to the healthcare provider (hcp) the hcp said something about changing programs. Patient services reviewed how to change programs. Patient changed to program 4 and was feeling stim in their back. Patient changed to program 5 and was feeling stim in rectum. Patient services reviewed ideal location for stim. Patient services reviewed monitoring symptoms and increasing stim if needed. Patient mentioned trying to get in touch with someone who works with the hcp but were not successful so the patient called patient services. Additional information was received from the patient (pt) on 2023-jan-17. They reported that they had a problem, they could not get to the bathroom, they were leaking, they increased stim and changed their program but they still have some problems every now and then they feel like they have to go but by the time get to the bathroom it is running down their leg. Pt said they had a problem around october, they went to the doctor who told them it was off, it went off completely. (Pt later corrected them self and said it was august 4th 2022). Pt said, the doctor had them call the manufacturing representative (rep) who restarted it and changed the program. The rep was made aware on 8/4. During the call pt also said they do not use the belt for recharging, they could never get it to work, they hold the recharger in place with their hand. Additional information was received from the patient on 2023-feb-13. The patient called and reiterated a continuation of their previously reported issue. The patient stated they were still having "problems" with their device, that since they called last, they'd "bumped it up 1 or 2 numbers," but it was still not working and the patient couldn't get to the bathroom in time when they had the urge. Additional information was received from the patient on 2023-feb-28. The patient (pt) called back repeating information previously reported in this case. Pt stated they increased stimulation up "two" but stated it's still not working for what pt needs. Pt stated when they get the urge to go to the bathroom they don't have time to get to the bathroom. Pt stated their bathroom is only 3 steps away but they pee all over before they can get to the toilet. Pt stated they do get a 50% reduction in symptoms, but stated when they have to go to the bathroom they are not making it. Pt changed program and reported feeling stimulation and pain in their back when increasing stimulation on new program. Pt stated they felt this a little below where their implant is located. Pt later stated the pain went away but reported they were not feeling any stimulation in their bicycle seat area. Pt stated they have never felt stimulation in their back like that before and confirmed no trauma to implant site or falls. Pt continued not feeling stimulation in bicycle seat area and later stated feeling stimulation in their back again "a little". Pt changed program again and reported still feeling stimulation in their back where their implant is located when increased stim. Pt stated on previous program pt was on when they called in, pt was feeling stimulation in their bicycle seat area. Pt changed back to previous program they were on when they called and increased stimulation. Pt stated if they increased stimulation too much they felt stim in their back and it hurt but when pt decreased stim slightly pt confirmed feeling stim comfortably in bike seat area (no longer in back). Pt will continue to monitor symptoms. Redirected to hcp if issue persists.